Event description:
Discordant, falsely low sodium (na) results were obtained on one patient sample on a dimension xpand with hm instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting without change. The customer ran quality controls which resulted within range. The sample was then repeated 5 additional times, resulting falsely low. The sample was re-spun and repeated on the same instrument, resulting as expected. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc discovered that the sample, drawn three days prior to testing, was spun and frozen. When the customer prepared to test the sample it was thawed out, but not re-spun, causing the discordant, falsely low na results. The customer re-spun the sample and repeated it on the same instrument, resulting as expected. The cause of the sample not being re-spun prior to testing was a user error. The instrument is performing according to specifications. No further evaluation of the device is required.